Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the OEM. A review of the DHR found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, additional information and correction on lot number. The device was returned to the service center for the device evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed and the device failed the probe check. Both switches were checked and found both switches are functional. A visual inspection was performed on the returned device and found there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found the probe detached, missing portion not returned. Based on the evaluation, service center determined the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during laparoscopic hysterectomy procedure the probe broke off and fell into the patient. The device fragment was retrieved. A ¿probe damage¿ error code was observed on the generator. It is unknown if the intended procedure was completed. There was no patient injury reported.